Event description:
Customer reports ventilator comes up with release valve defective.

Manufacturer narrative:
This record contains no information on patient involvement / impact. The pre-analysis did result in a root cause found. The ambient valve has been identified to be the faulty component. The defective ambient valve was replaced and the device is working as intended again.

Manufacturer narrative:
This record contains no information on patient involvement / impact. The pre-analysis did result in a root cause found. The ambient valve has been identified to be the faulty component. The defective ambient valve was replaced and the device is working as intended again. There was no patient harm.

Event description:
Customer reports ventilator comes up with release valve defective.